Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced a constant downstream occlusion. This condition has the potential to be a false alarm. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer has declined to be contacted. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with constant downstream occlusion was confirmed during product evaluation. This condition was caused by a defective pump head module. The pump head module was replaced to correct the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.